Event description:
It was reported that the patient was unable to adjust stimulation and the display on the patient programmer (pp) showed the ¿call your doctor¿ icon. The message was seen the day of the report but it was unknown what numbers/letters were associated with it. It was noted the patient was concerned because, she had an MRI the previous wednesday (unrelated to the implantable neurostimulator). The patient connected with the pp again and the pp indicated that the ins battery was low and needed to be charged. It was noted, the patient had stimulation on until yesterday and last charged about a week ago. The patient tried to charge the ins but the insr only showed ¿reposition antenna¿ screen and would not connect. The antenna locate feature was used with numbers ranging from 46-54. After the antenna locate feature was used the insr was still unable to charge the ins. The patient was advised to meet with the healthcare provider (hcp) to determine if the recharger was faulty and discuss further troubleshooting. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a fol low-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).